Manufacturer narrative:
This is one event for the same pt involving three separate products; associated mdrs # 2937457-2014-00257, 1225714-2014-00459 and 1225714-2014-00460.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2005, after the use of the product.